Event description:
Acell's matristem surgical matrix psmx device was implanted on (B)(6) 2013 in pt during laparoscopic paraesophageal hernia repair and nissen fundoplication. On (B)(6) 2013, the pt underwent a secondary laparoscopic paraesophageal hernia repair procedure by another surgeon for reason unknown to acell. During this second laparoscopic procedure, it was noted that the hernia/defect was well healed, and the majority of the graft was no longer present or evident. It was also noted that a small percentage of the graft was continuing to remodel and could be visualized. Upon examination, it appeared the stomach had advanced up towards the diaphragm with adhesions formed between the stomach and diaphragm. This was confirmed when the stomach could not be reduced with gentle tension back down into the abdomen. The surgeon elected the open abdomen for better observation and anatomic manipulation. In an attempt to separate the stomach and diaphragm, a perforation was created in the esophagus. The subsequent repair was performed through the chest cavity. Pathological results on the tissue specimen removed from the adhesions were found to be inconclusive ("tissue unrecognizable") with a re-evaluation requested by the surgeon.

Manufacturer narrative:
This MDR is being submitted due to the reported surgical intervention, which occurred after the initial placement of matristem surgical matrix psmx device. At the time of this report, no additional info is available. Acell will communicate with respective surgeon's office to obtain further info on pt outcome and update MDR accordingly.